Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an onyx visibility issue. It was reported that during the procedure, the solution from one of the vials of onyx used was not visible under x-ray. There was no patient harm or injury reported.